Manufacturer narrative:
Product analysis: the telemetry issue could not be confirmed, the programmer passed all tests related to telemetry. The power supply overheated, during functional testing, and was replaced. The media bay door would not close. The door was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had noisy telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during analysis.